Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Before inserting the gore devices, a dissection occurred in the right external iliac artery due to a non-gore short sheath. While deploying the distal part of the trunk-ipsilateral leg component, the left internal iliac artery was unintentionally covered and blood flow was decreased. No treatment was performed for the unintentional coverage of the vessel. Angiography showed a type ib endoleak in the right side. Ballooning was performed but the endoleak remained. Thus, coil-embolization of the space between the contralateral leg component and vessel wall was performed, but the endoleak did not disappear. Considering the dissection in the right external iliac artery too, the physician decided to extend the treatment area into the external iliac artery. Unplanned coil-embolization for the right internal iliac artery was performed and an additional contralateral leg component was implanted. The endoleak disappeared. The patient tolerated the procedure. The reporting physician commented as follows: the trunk-ipsilateral leg was deployed while pushing it up, but probably due to insufficient space of aneurysmal sac, it was unable to be pushed up. In the right side, common iliac artery length was only 2 cm and landing in the external iliac artery was also an option at first but the right internal iliac artery was not to be covered if possible.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.